Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, b5, g4, g7, h2, h3, h6, h10

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat v stabilizer system internal steel cable snapped. It broke while they were prepping for anastamosis. They were turning the knob which is supposed to torque limited and the cable snapped. There was a procedural delay during procedure . Case was completed using a secondary stabilizer. No reported patient effects.

Manufacturer narrative:
(B)(4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat v stabilizer system internal steel cable snapped. It broke while they were prepping for anastamosis. They were turning the knob which is supposed to torque limited and the cable snapped. Physician states that he always goes one click after full tightening. It was feeling loose when it should be tight, vice-versa. No failure occurred after tightened and while device was in use. There was not a struggle to turn the knob. No visual abnormalities with any of the parts in the assembly were noticed. Device visual inspection was fine while it was taken out of the box. There was a procedural delay during procedure . Case was completed using a secondary stabilizer. No reported patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--catalogue# corrected from "om9000s" to "om-9100s".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat v stabilizer system internal steel cable snapped. It broke while they were prepping for anastamosis. They were turning the knob which is supposed to torque limited and the cable snapped. There was no procedural delay. Case was completed using a secondary stabilizer. No reported patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. A photograph was provided by the account. A photographic evaluation was conducted. The product information was observed in the photograph. It is not possible to confirm the reported complaint. The lot # 3000250757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.